Event description:
It was reported, that the second cystoscopy procedure was performed to ensure all debris was urinated out. It was confirmed, that all debris was out.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update with information received (b5), to provide a correction to field (d4 and d9) and to provide an update to fields (h3 and h4). The device was evaluated by olympus. And olympus determined that the phenomenon reported from the facility was reproduced. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that during the procedure, debris from the scope fell in the patient's bladder occurred, due to the peeled adhesive of the distal end. Furthermore, it is likely, that the second cystoscopy was performed to check if all debris from the scope was discharged in urine. However, the root cause of the reported events could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during the therapeutic cystoscopy, debris from the cysto-nephro videoscope fell into the patient's bladder. There was a procedural delay while the doctor tried to basket the debris out but could not catch the debris in the non-olympus basket. The patient urinated the debris out and is in good standing. Another cystoscopy was performed last week. The procedure was completed successfully and the outcome was not affected as a result of the issue. The device was inspected before use and appeared to be normal.